Manufacturer narrative:
Other applicable components are: product ID 977a275, lot# 0206652424, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID neu_stylet_acc, product type: accessory. Device evaluation: analysis of the lead found no anomaly.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that low impedances were measured with the patient's lead. Impedance testing was performed and found that electrode 2 had impedances "under 50 ohms." The issue reportedly occurred during the implant procedure and the lead was replaced at that time as a result. The patient was alive with no injury following the replacement and had experienced "no adverse events" from the event. It was further stated that "there were no patient symptoms/injuries related to this event."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.